Manufacturer narrative:
(B)(4). The customer reported a failure to alarm for a bradycardia event while a patient was being monitored. Failure to alarm can lead to the clinical staff not reacting to a change in the patient's condition, and therefore could lead to a delay in treatment, with a potential for risk to health, including the possibility of serious injury or death. No emergent or adverse impact was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to alarm for a bradycardia event while a patient was being monitored.